Manufacturer narrative:
Date of event is estimated. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related manufacturer reference number: 3006705815-2021-02596. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was restored.